Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was swelling, redness, and pus at the site of their implantable neurostimulator (ins). It was noted that the patient developed a (B)(6) infection at the ins implant site. As a result, the full ins system was explanted and the patient was treated with antibiotics. The issue was reported as not resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿. Relevant medical history included post traumatic stress disorder (ptsd), anxiety, and chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.